Event description:
The devices were implanted in 2004, the following day, the facility's charge nurse informed the manufacturer's (MFR) vascular access specialist of the following: during an attempt to cannulate the femoral valve, the needle tip broke off. The pt's treatment was not initiated, and the pt was sent back to the hosp for removal and replacement of the valve by the surgeon. No further details were provided at this time.